Event description:
It was reported the lead had dislodged, with sensing difficulty, fixation difficulty, high thresholds, no capture and there was a perforation. At the time of lead revision attempt, there was difficulty extending/retracting the helix and the lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: blood in/on helix/lobe mechanism; full lead was returned for analysis. The lead was returned with a lot of blood in and on the helix area that most likely prevented the helix from functioning properly. There were no anomalies found that would contribute to the reported electrical issues. It was reported the lead had dislodged, with sensing difficulty, fixation difficulty, high thresholds, no capture and there was a perforation. At the time of lead revision attempt, there was difficulty extending/retracting the helix and the lead was replaced. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure lead conductor operational context contributed to event capture, failure to positioning difficulties sensitivity high threshold.